Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause that the material remaining in the device is unable to be specified. Additionally, it is unknown if there were deviations from instructions for use (IFU) on reprocessing steps. Furthermore, no physical damage was confirmed at the material residue point. The root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign object at the jet tube. There were no reports of patient involvement.